Event description:
It was reported to covidien in 2008 that a customer had an issue with a dialysis catheter. The customer stated: the catheter was found to be occluded on the first day of use and required the catheter to be pulled and replaced.

Manufacturer narrative:
Submit date: 12/04/2008. An investigation is currently underway; upon completion, the results will be forwarded.